Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed that the device was broken in half. Arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024 it was reported by a sales representative via (B)(4) that an ar-9530s-03 trial humeral insert broke. This occurred during a case when they pinched it following a kelly pe technique guide and it broke. No additional information was provided, and additional information has been asked.